Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name. Open reduction. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No adverse events. How was procedure successfully completed? New foil of w8521 used for completing surgery. Device is available pcf deferred due to quarantine restrictions. Additional information has been requested. If more information is received. A supplemental medwatch will be sent: please confirm if the suture broke off the needle vs. Pulling off the needle. Did this malfunction cause delay in the procedure? Which tissue was being sutured at the time? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open reduction procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke off. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/11/2022. Additional information: d9, h3, h6. H3 investigational summary: visual analysis of the returned product revealed that a needle- suture pieces product code w8521 was received to ethicon inc for evaluation. The product code is double armed. Upon visual inspection of the returned sample, the suture was received the ends were observed cut possibly from a surgical instrument. In addition, another section wasn¿t received. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance additional h3 investigational summary: visual analysis of the returned product revealed that a paper lid, an empty winding former, and two needle-suture pieces product code w8521 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was received in two pieces, damages at the surface and stress and the ends were observed cut possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name. Open reduction. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail no adverse events how was procedure successfully completed? New foil of w8521 used for completing surgery. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device is available. Pcf deferred due to quarantine restrictions